Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the IV tubing set separated. Additional information requested, but was not provided.

Manufacturer narrative:
B5 updated to clearly capture the reported event. Correction: b.4 additional information: h6. Device code please disregard the event date previously reported as the date pertains to a related complaint record filed under manufacturer report number 9616066-2020-00618.

Event description:
It was reported that the primary tubing was primed and connected to the patient. Upon start of the infusion, the fluids squirted out of the port closest to the patient. The tubing was then capped, but when the nurse picked it up, it broke. The event occurred in the intensive care unit. Although requested, additional information was provided to date.

Manufacturer narrative:
Additional information: b.3, b.5, d.11, h.6. Correction: b.4. The customer¿s report that the IV tubing set leaked from the port closest to the patient could not be confirmed. The reported set model that was in use during the customer event was not provided and not returned for evaluation. The root cause of this failure was not identified.

Event description:
It was reported from the ICU that the IV tubing set leaked from the port closest to the patient after the nurse primed and connected it to the patient, the nurse was by the beside and was able to stop the infusion. Additional information requested, but was unavailable.